Manufacturer narrative:
Other applicable components are: : product ID 977a160 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that patient said she falls all the time. The patient reported she fell and the implant "almost ripped right out of her". The patient fell on a bar that landed across her implant site and it immediately started shocking her. The patient reported x-rays were taken and ¿found a wire in front her". Lead revision surgery was performed a year later, (B)(6) 2017, for this. The patient wanted to find out if the shocking she experienced for a year did any internal damage and the patient was redirected to their healthcare provider. No further complications were reported/anticipated. The indication for implant was spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Initial reporter information updated.